Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right brachial artery was attempted using a proglide device with a 7f sheath after an interventional right common femoral artery procedure. Reportedly, the suture caught the back wall of the artery. Blood flow was restricted. A balloon was inserted via the radial artery to open the brachial artery. A hematoma was noticed as pressure was being applied in an incorrect area. Manual arterial compression was used to treat the hematoma and achieve hemostasis. There was a clinically significant delay in the procedure and therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user error and the treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.